Manufacturer narrative:
The patient's gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that an unspecified defect was present on the silicon part of the modular cable. The modular cable was replaced successfully. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned modular cable as well as the submitted photographs confirmed the report of cosmetic damage to the outer jacket of the cable. Examination of the modular cable found that the outer jacket and bend reliefs were discolored yellow. The outer jacket was bunched up and folded over itself at approximately five inches from the controller connector. Smoothing out the jacket found that there was a large tear in this area, exposing the underlying armor layer. The polyurethane around the cut area showed a cracked surface and had a spongy texture. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Visual examination of the underlying armor and bionate layers revealed no evidence of damage. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The heartmate 3 instructions for use (IFU) and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.